Manufacturer narrative:
Additional information was received on sep 01, 2022 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The end user indicated that ozone or another unapproved cleaning and disinfection method was used. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The end user indicated that ozone or another unapproved cleaning and disinfection method was used. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.